Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012721951); product type: 0195-heart valves; implant date n/a; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed three times using a non-medtronic balloon as slippage occurred. Following the implant pre-implant bav, the patient's native aortic regurgitation worsened from trivial to severe and hemodynamic collapse occurred. During valve crossing, hypotension was noted at 50/20 millimeters of mercury (mm hg). Additionally, flow to the bypass was "weakened" and ischemic conditions were observed. The patient's heart was barely pumping, so a cardiac massage was initiated. During the cardiac massage, ventricular tachycardia (v-tach) occurred once, and ventricular fibrillation occurred twice. Therefore, direct current (dc) cardioversion was performed each time. However, the v-tach continued and percutaneous cardiopulmonary support (pcps) was inserted. The patient's blood circulation was maintained with pcps, and the transcatheter valve was implanted. Following the implant of the valve, the patient's heart began to gradually pump; however, a pulmonary edema had accumulated. Upon leaving the implant procedure with pcps, the patient's heart was fully pumping and an intra-aortic balloon pump (iabp) was inserted into the patient's lower extremities. An unspecified amount of time following the implant procedure, the pcps and iabp were removed; however, the patient suffered a hemorrhagic cerebral infarction. Approximately two weeks following the implant of the valve, the patient died. The cause of death was due to the hemorrhagic cerebral hemorrhage.

Manufacturer narrative:
Corrected data: b2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed three times using a non-medtronic (inoue) balloon as slippage occurred. Following the implant pre-implant bav, the patient's native aortic regurgitation worsened from trivial to severe and hemodynamic collapse occurred. During valve crossing, hypotension was noted at 50/20 millimeters of mercury (mm hg). Additionally, flow to the bypass was "weakened" and ischemic conditions were observed. Thepatient's heart was barely pumping, so a cardiac massage was initiated. During the cardiac massage, ventricular tachycardia (v-tach) occurred once, and ventricular fibrillation occurred twice. Therefore, direct current (dc) cardioversion was performed each time. However, the v-tach continued and percutaneous cardiopulmonary support (pcps) was inserted. The patient's blood circulation was maintained with pcps, and the transcatheter valve was implanted. Following the implant of the valve, the patient's heart began to gradually pump; however, a pulmonary edema had accumulated. Upon leaving the implant procedure with pcps, the patient's heart was fully pumping and an intra-aortic balloon pump (iabp) was inserted into the patient's lower extremities. An unspecified amount of time following the implant procedure, the pcps and iabp were removed; however, the patient suffered a hemorrhagic cerebral infarction. Approximately two weeks following the implant of the valve, the patient died. The cause of death was due to the hemorrhagic cerebral hemorrhage. Additional information was received that per the physician, the cause of the hemodynamic collapse was acute severe aortic regurgitation caused by the native cusps failing to close due to repeated balloon dilation. Per the physician, the cause of the stroke was difficult to determine as there were multiple factors. The physician could not rule out valve relatedness but indicated the stroke was unrelated to the delivery catheter system (dcs). The physician excluded the valve and dcs as contributing causes to the death but it was unknown if the patient's underlying medical history was a contributing factor.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.